Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False positive result. Customer stated " while it's very simple and easy to use. Every time I used it was a positive test. Went to md now for a chest xray and tested negative. Not sure what to believe. Packaging seemed cheap.